Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level around 20 mg/dl. The customer stated that she was using a stronger concentrate of insulin at the time of this incident. The insulin pump was not replaced or returned for analysis.